Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a packaging issue stating adc device was missing and was unable to obtain readings. Customer further reported experiencing "sugar was lower than 50 mg/dl on glucometer and was convulsing," a seizure and was unable to self-treat. The customer received third-party intervention who provided a glucagon IV, unspecified dose of levamir insulin, "defibrillator" as treatment for the diagnosis of hypoglycemia. No additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor was reviewed and the dhrs showed the libre sensor passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a packaging issue stating adc device was missing and was unable to obtain readings. Customer further reported experiencing "sugar was lower than 50 mg/dl on glucometer and was convulsing," a seizure and was unable to self-treat. The customer received third-party intervention who provided a glucagon IV, unspecified dose of levamir insulin, "defibrillator" as treatment for the diagnosis of hypoglycemia. No additional information was provided. There was no report of death or permanent impairment associated with this event.